Manufacturer narrative:
The pump was received with missing segments and or partial display due to cracked lcd zebra connector. The pump was received with cracked case at display window corner, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a display anomaly. It was reported that the customer's numbers were unreadable or missing. It was reported that the device would be replaced and returned for analysis. The pump was received with missing segments and or partial display due to cracked lcd zebra connector. The pump was received with cracked case at display window corner, minor scratched display window.